Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and checked the logs but found no errors. After inspecting the unit a broken pin was found in the network connector; the connector that is assembled to the executive processor board. The fse replaced the executive processor board, and performed preventive maintenance (pm), all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported prior to use that the network port was broken on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6(investigation type), h10, h11 corrected fields: g1(contact person), h4. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a